Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s father reported via phone call the customer experienced high blood glucose the day before and currently. Blood glucose value at the time of incident was 550 mg/dl and 412 mg/dl at the time of the call. The customer treated with the insulin pump and manual injections. No issues were found during troubleshooting and the insulin pump passed the high pressure test. It was advised to monitor the device. The insulin pump will not be returned for analysis.